Manufacturer narrative:
The reported events of ineffective stimulation was confirmed. As received, the lamitrode 88 had multiple broken wires in paddle lead, which did not pass continuity and output resistance measurement. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient began to receive ineffective therapy following a motor vehicle accident. An impedance check was performed and revealed high impedance. Imaging results revealed the patient's lead had migrated. Reprogramming was performed but was only helpful for a limited time. As a result, the patient's lead was explanted and replaced to address the issue.